Manufacturer narrative:
(B)(4). This complaint for a report of a user error was could not be confirmed in the lab due to a lack of sample. Per the complaint information, the cause of the complaint is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During troubleshooting of a check heater line alarm that appeared on the homechoice (hc) display during fill 1, the home patient (hp) revealed that he replaced the cassette (only). The technical service representative (tsr) explained to the hp that once a setup was complete, hp would have to change the entire setup and not just the cassette or a bag. The tsr advised the hp to setup with all new supplies and then assisted with ending therapy on the hc cycler. The hp to setup with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the hp, it was found that he had finished therapy using new supplies. The hp did not tell his nurse of the incident. Per hp, he did not receive any injury or medical intervention as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.